Manufacturer narrative:
Analysis of the pump revealed there was pump motor and gear train anomalies of corrosion and/or wear and/or lubrication in which the stall was due to shaft-bearing. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via manufacturer representative regarding a patient who was receiving morphine [20mg/ml] at a rate of 8.017mg/day, bupivacaine [15mg/ml] at a rate of 6.013mg/day, and clonidine [200mcg/ml] at a rate of 80.17mcg/day via intrathecal drug delivery pump. The indications for use of the pump were non-malignant and chronic low back pain. It was reported that the patient heard a pump alarm and went to see his hcp. The hcp confirmed that there was a motor stall in the pump logs that had not recovered. The motor stall occurred on (B)(6) 2016 at 10:33pm with a stopped pump period may exceed tube set message occurring two days later. There was no known environmental, external, or patient factor that may have led or contributed to the issue. No troubleshooting had been performed, though the daily dose was decreased by 88% to the following dosages on (B)(6) 2016: 0.998mg/day morphine, 0.749mg/day bupivacaine, and 9.98mcg/day clonidine. The cause of the motor stall had not been determined. It was indicated that the pump was replaced on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.